Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
Patient reported a right hip closed reduction due to dislocation and reported surgeon plans to revise the shell on (B)(6) 2023. Patient noted surgeon is testing for for any potential infection or metal (cobalt/chromium). Patient would like to know if implants are subject to a recall.